Manufacturer narrative:
(B)(4). Batch #: u5eh88. (B)(4). Additional information was requested, and the following was obtained: could you please confirm if the "bundle of staples were properly b form or malformed. Could you please confirm if the "bundle of staples were properly b form or malformed. Answer to 1st additional information request received from sales rep (B)(6): could you please confirm if the "bundle of staples were properly b form or malformed. I have send the stapler including the cartridge to us and they can see how the staple formation is when they receive the stapler. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded in the device. The reload was received fully fired and with damage on reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.

Event description:
It was reported that the stapler had functioned fine in the first stapling. The stapler was cleaned between the two stapling and the cartridge was changed to a new one. It was placed over the vessel and fired but instead of placing staplers and cutting the vessel as intended the vessel was pushed forward in the jaws of the closed stapler. The stapler was opened and the surgeon could see the vessel was not cut and stapled. When he looked inside the stapler he saw a bundle of staplers. The vessel was ligated and divided without the stapler and the surgery was completed. No patient consequences reported. No further information is available.